Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Error logs confirmed the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator 1 (usm) was installed onto a test platform and triggered an error. It was found to have failed the sensors check for the yaw searchlight when installed on a test fixture. The yaw searchlight flat flex cable (ffc) was verified as the source of the fault.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and the system booted up with a recoverable fault. The fse replaced the usm to resolve the error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a recoverable error involving universal surgical manipulator (usm) #1. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse reviewed the logs and identified that the error(s) had occurred multiple times. The tse asked the customer to do a hard power cycle but the error persisted. The customer was not willing to complete the surgery using the remaining 3 usms. The customer elected to convert the case to open surgery.